Event description:
(B)(4). Initial report: this serious case from (B)(6) was reported by a physician via sales rep and forwarded by our local affiliate (B)(4). Initial and /fu info reported by the same physician via a dermik medical advisor. Initial and f/u were received on 16-apr-09 and 20-apr-09 respectively were processed together. This case involves a (B)(6) female pt who was treated with poly-l-lactic acid (sculptra) on (B)(6) 2008 for an unspecified indication. Relevant medical history includes depressive. Concomitant medications were not reported. On (B)(6) 2009, the pt experienced some painful indurations (nodules). Corrective treatment included the pt underwent nodules exeresis with brachial lifting performed on an unspecified date. Details of treatment session on (B)(6) 2008: dilution volume: 8ml bi distilled water + lidocaine (nos). Amount injected: 2 vials. Batch number: a7021 (exp date: sep-09). Region injected: internal side of both arms. The pt did not have any previous similar events after treatment with other products or poly-l-lactic acid. Event outcome is recovering. Reporter's causality: possible.

Manufacturer narrative:
(B)(4). Macroscopic description:: "b1 lipomatous injury on right arm." Non-encapsulated tissular fragment of 2.5x1.5 cm with yellowish colouration. X1. "B2 medium third of right arm." Non-encapsulated tissular fragment of 1.7x0.5 cm with yellowish colouration. X1. "B3 axillary area of right arm." Non-encapsulated tissular fragment of 1x1 cm and 0.3g of weight x1. "Medium part of right arm better encapsulated." Nodular formation well delimited of brownish colouration of 1x1 cm and 0.3g of weight. Itx1. Left arm lipomatous calcified tumoration," well delimited nodular formation of brownish colouration of 1.2x1 cm and 0.4 g of weight. Itx1. "Left arm axillary. Well delimited nodular formation of brownish colouration of 2x1 cm and 1.4 g of weight. Microscopic study: the first three cases involved adipous tissue with areas of dens collagen separated by septums where no strange material was recognized. The last three cases involved collagenized connective tissue where many cellular histiocytary polymorphic elements were observed above all multinucleate histiocytes, giant cells of strange body type with extraneous birefringent material new fill-like. There were not histologic signs of neoplasia. Anatomopathologic diagnosis: soft tissues: granulomatous nodular reaction with giant cells that phagocyted strange birefringent. Addendum for f/u info received on 29-apr-09: the physician reported that previous esthetic treatments that the pt had undergone included radiofrequency contrage in arms (date nos), and subcutaneous facial implant to cheeks (date nos). Poly-l-lactic acid indication was flaccidity. Concomitant medication was reported as fluoxetine. The rptr confirmed the outcome as "post surgery recovering on exeresis area."